Manufacturer narrative:
Lot number has not been identified for this complaint. (Currently identified as unknown). Investigation of the event by the manufacturing site is ongoing.

Event description:
Caller reports that the jada systems were found to have holes in both of their balloon seals. [Device issue] office manager was unsure if a different vacuum-induced hemorrhage control system (jada system) was available to use [circumstance or information capable of leading to device use error] no additional ae/pqc reported. [No adverse event] case narrative: this spontaneous report originating from united states was received from office manager referring to female patient of an unknown age via clinical account specialist. The patient's medical history, concurrent conditions, past drugs/allergies and concomitant medications were not reported. This report concerns 1 patient(s) and 1 device(s). On an unknown date, the vacuum-induced hemorrhage control system (jada system) was found to have holes in balloon seals (product quality issue). Office manager did not know who the healthcare provider was and unsure if the product was available for retrieval. Office manager was unsure if a different vacuum-induced hemorrhage control system (jada system) was available to use (circumstance or information capable of leading to device use error). No additional information provided. No additional ae/pqc reported (no adverse event). This is one of several reports received from the same reporter. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: possible malfunction of the device.